Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a device history record (DHR) review was conducted for part# 08.809.653s, lot# 7970804: mfg location: elmira synthes USA, mfg date: 20 april 2015, expiration date: 01 april 2025, noted nonconformances: n/a: DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of oracle spacer 50mm x 22mm 13mm height/ 8 deg ang-sterile product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s height reported as 169 cm. Date of spondylodiscitis development is unknown. Not explanted as of yet. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter¿s address and phone number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Part# 08.809.653s.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient underwent an unknown spinal procedure at l3-l4 level on (B)(6) 2015 and was implanted with synthes facet wedge, an oracle interbody cage, and two (2) facet wedge screws. Postoperatively, it was identified that the patient had developed spondylodiscitis at l4-l5. The surgeon evaluating the patient felt that the issue was not related to the implanted devices; however, it is possible that a revision surgery will be required in the future. At this time, a procedure has not been scheduled. This report is for one (1) oracle spacer 50mm x 22mm 13mm height/8 deg ang-sterile. This is report 1 of 1 for complaint (B)(4).